Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 12x4.50mm rebel stent was advanced for treatment. However, the device was unable to cross the lesion. The device was removed from the patient's body. Further dilatation was then performed however, upon putting the stent back on the wire in preparation for it to re-enter the body, the shaft broke in half. The procedure was completed with another rebel stent. No patient complications were reported and the patient's status was fine.